Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Poor clot formation could not be identified from the photo. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for poor barrier separation based on the photo provided. Poor clot formation was unable to be confirmed. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the unspecified bd vacutainer tube there was poor barrier separation of the sample and insufficient clot activator additive. The following information was provided by the initial reporter. The customer stated: "the tubes seem to not be clotting as expected and after centrifugation it is not showing a serum separation these happen on two different tubes from the same patient."

Event description:
It was reported when using the unspecified bd vacutainer tube there was poor barrier separation of the sample and insufficient clot activator additive. The following information was provided by the initial reporter. The customer stated: "the tubes seem to not be clotting as expected and after centrifugation it is not showing a serum separation these happen on two different tubes from the same patient."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.